Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of intermittent capture, high sensing and high thresholds could not be confirmed in the laboratory. The damages found were consistent with that occurring at implant or explant.

Event description:
It was reported that the lead exhibited intermittent capture anomaly, high threshold, and high impedance. The lead was not implanted.